Event description:
Laparoscopic gastric bypass roux-en-y. According to the reporter: the surgeon could not mate the anvil stem onto the device handle intra-abdominally as the anvil stem seemed to be dilated after the manipulation and did not click in. The anvil was removed from the patient and a new orvil and handle were used to do the anastomosis. The staples were properly formed, but it appeared as if there were gaps in the anastomosis and the surgeon over-sewed as a precaution. Fibrin glue was also applied to the anastomosis and a feeding tube was placed into the gastric remnant. The patient is currently under observation and in well condition.